Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: mitek received the complaint device and evaluated it visually. Visually, it was noticed that the distal piece of the anchor and the inserter were sent separately. The proximal piece of the anchor was not returned. This complaint can be confirmed that the anchor is broken. One possible root cause for the reported issue is that the anchor was sitting tight in the bone hole and when the surgeon pulled the suture, it caused the anchor to break. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Our affiliate reported the surgeon had a bioknotless anchor break intraoperatively on (B)(6) 2013. After he had inserted the anchor, he wasn't entirely happy and tested it by pulling on the sutures. This is when it snapped off. Surgeon managed to retrieve the part in the bone.